Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. According to initial report, the surgeon planned a 110 ¿m flap, which is thinner than recommended and abundant amounts of medicine is applied sometimes immediately before placement of suction ring. These are both factors that might contribute to the reported event. Cas advised the user to increase the flap thickness and to be certain there is no excess fluid present when suction ring is applied. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an unusual looking area of the flap bed during lasik. The flaps were lifted normally. On one day post-operative visit, there were visible small white areas in the same position found at the slit lamp. The white marks disappeared after one week.